Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) requested assistance in repriming the patient line during the use of the homechoice (hc) device, however he was already in the initial drain. The technical service representative helped the hp to end therapy early because of the air in the patient line. The hp stated he would disconnect for the day as it was too late to do manual exchange. There was no patient injury or medical intervention reported in association with this event. No additional information is available.